Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thin leaflets, and pre-existing flail. A mitraclip xt was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was then inserted and deployed on the mitral valve. However, post deployment of the second clip, and after the steerable guide catheter (sgc) was removed, the first clip had partially detached from one leaflet and remained fully attached to the other leaflet (partial clip movement). The mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.